Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the patient was intubated, it was noticed that a plastic piece cut to from the murphy eye had not been completely cut off. It was still attached by a sliver of plastic. When the tube was pulled out of the patient and examined closer, the piece fell out. This did not occur while the tube was in patient. There was no reported patient outcome.